Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. The customer stated they received a low power alert but do not believe the battery fully depleted. In addition, the customer stated the pump battery was observed to be depleting quickly. Customer stated the last time they believe they charged the battery was (B)(6) 2016. Customer reported blood glucose level was 130 (mg/dl). The customer declined to upload the pump data for review by tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.